Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and customer was performing a diagnostic procedure. The procedure was completed by relocating the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the table movement was only partially available. Upon troubleshooting, identified a faulty sap1 power supply. To resolve the issue, the fse replaced the power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the system¿s power supply was arcing and sparking. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.